Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this atrial lead exhibited loss of capture and high threshold measurements. An x-ray revealed the lead had dislodged. Therefore, a revision procedure was performed, and the lead was repositioned without further incident. No additional adverse patient effects were reported.